Event description:
Based on a review of medical records provided by the pt's attorney: on (B)(6) 2004 - repair of ventral incisional hernia with "large kugel patch". On (B)(6) 2005 - office visit: complaints of pain, swelling around umbilicus, no drainage. On (B)(6) 2005 - exploratory laparotomy, explant of kugel patch, repair of recurrent ventral incisional hernia with "extra large kugel patch." On (B)(6) 2005 - wound exploration and repeat closure. Pt was noted in both procedures to not have enough fascia to approximate over the mesh. On (B)(6) 2005 - pt admitted for physical, occupational therapy. On (B)(6) 2006 - pt complains of pain on right side of abdomen. On (B)(6) 2007 - ER visit for abdominal pain. On (B)(6) 2007 - ER visit for bowel obstruction, resolved with conservative treatment by (B)(6) 2007.

Manufacturer narrative:
The pt's attorney initially reported a single composix kugel mesh which was filed with the FDA under rae (B)(4) when davol was originally made aware of the complaint. However, medical records were later received that identified an add'l mesh and the original mesh was not a recalled composix kugel. Currently, it is unk whether the device may have caused or contributed to the alleged event. Based on the provided medical records, the pt has significant comorbidities, including morbid obesity and diabetes. The pt was reportedly treated for a recurrence, which is stated in the product's instructions for use as a potential adverse reaction. We have contacted the initial reporter to obtain add'l info and to have the explanted mesh returned for eval. Additionally, no lot number has been provided. Therefore, no specific manufacturing review could be performed. Without add'l info, no conclusion can be drawn. Refer to MDR 1213643-2011-00539 for info regarding the kugel patch implanted on (B)(6) 2005.